Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 21. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, abscess and inflammation. No further patient complications were reported.